Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that they had a leaking incident with the tubing and the event resulted in bag waste. The drip was running at 23ml/hr and the leak was discovered 21 hours into a 24 hour infusion. The drug involved was hazardous (combination of etoposide, vincristine, and doxorubicin) and there was fluid on the outside of the tubing and the bag, so the customer re-made the compound. Additional information was received from the customer stating that filters were inverted during priming, handling, and on patients and they should not have the filter inverted and the slide clamp below the filter should be closed when not infusing on a patient as this prevents fluid in the tubing below the filter from backing up into the filter. The customer stated that this is a common cause of leakage at the outlet air vent - they customer was unaware that they needed to close the distal slide clamp. There was no harm reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.